Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced six infusion set cannula kinked event between (B)(6) 2024 to (B)(6) 2024. The event occurred within three hours of insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 6.